Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose, but not hospitalized. The customer's blood glucose was unknown mg/dl. The customer was treated with manual injection. The customer call back on (B)(6) 2014 to report continues high blood glucose and beep anomaly. During the time of troubleshoot with the customer, our entire system including back up system when down. The customer was advised that we will replaced the insulin pump.